Event description:
Customer reported that the system intermittently gives a regulator failure message on the mainframe. Customer is able to continue using the system. No patient injury to report.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and regreased the high voltage candle sticks. Performed the high voltage arc test for 15 minutes and also in high level fluoro for 3 minutes with no failure. System is operating as intended.